Event description:
It was reported that after radiation the device went in sw-backup and was reprogrammed. At the next f/u the programming was still acceptable. The pt was very ill, so the physician decided to leave the device.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.